Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was going down the stairs she fell forward because her left leg gave out because it's the "bad" leg and "weak" leg. Since the fall she was noticing she could barely lift her right arm and cannot use her right arm. She turned her stimulation off the morning of the call because she noticed she was having "weird vibration" in the stomach and even if the stimulator was off she still felt vibration in the front stomach. The patient asked since she had the stimulator so high for so long that some nerve in her stomach is irritated and it will get a little better. The patient indicated that she spoke with a manufacturer representative (rep) and she had an appointment on tuesday morning to check the implant. Additional information received from the rep reported that the patient had experienced a hard fall "a couple of weeks ago" and was concerned that the leads had moved. X-rays were taken and leads looked like they may have slightly moved. The rep was able to reprogram around the movement. The patient status at the time of the report was alive no injury. The issue was reported resolved.

Event description:
Additional information received from the consumer reported the steps taken to resolve the inability to use/left the arm was turning the spinal cord stimulator (scs) off because once this was done the right arm issue went away. It was noted the stomach vibration continued to improve over time, was very intermittent, and was almost resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.